Event description:
The clinic reported experiencing a posterior capsule tear resulting in unplanned vitrectomy in the patient's operative eye during a cataract extraction procedure. As a result, the incision was enlarged and sutures were required.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. There were no issues detected with the operation of the machine. The machine was found to meet amo specifications. The technician was not able to identify an explanation for the event. The system is continuing to be used without further reported incidents. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.